Event description:
It was reported that there was aspiration difficulties. At time of pump replacement, catheter did not aspirate. A dye study was done. Patient symptoms included pain and less than 50% therapy relief. The patient had side effects to fentanyl so the pump was filled with preservative free normal saline (pfns). The patient's status at the time of this report was "alive- no injury." Patient symptoms included pain and less than 50% therapy relief. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).